Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076-52 implantable pacing lead. (B)(4).

Event description:
It was reported that the patient received one shock for atrial fibrillation (af) with rapid ventricular response (rvr). The shock converted the rhythm and the rhythm was irregular. It was also reported that there was some right atrial (ra) lead undersensing. Changing the atrial sensitivity was discussed. Both the ra lead and device remain in use. No patient complications have been reported as a result of this event.